Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.

Event description:
Follow up information identified x-rays were taken and showed a possible fracture. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving effective stimulation. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. The patient reported balance issues and she falls into walls. Surgical intervention may be pending to address this issue.